Manufacturer narrative:
Investigation summary: received one used nexiva 20ga unit in an opened package from material number 383536, lot number 9122557. DHR review was performed on lot number 9122557 the needle set was retracted, and the wing adapter was still attached to the tip shield the v-clip was not installed in the correctly position, with the flap holding the catheter adapter in place. The wing adapter was a little difficult to remove from the tip shield; but it was removed. Observed a small protrusion on the ridge inside of the tip shield. The root cause would be molding. The defect tip adhesion was not identified or confirmed with the returned unit.

Event description:
It was reported that safety mechanism issue occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "having issues with the bd nexiva, 383536 ¿ 20ga x 1.00in closed IV catheter system. Lot number of current issue is 9122557. The safety needle would not release from the IV catheter."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety mechanism issue occurred with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "having issues with the bd nexiva, 383536 ¿ 20ga x 1.00in closed IV catheter system. Lot number of current issue is 9122557. The safety needle would not release from the IV catheter."